Event description:
It was reported that the patient received several inappropriate shocks, and upon interrogation, the right ventricular (rv) lead exhibited excessive noise oversensing, including t-wave oversensing (twos). A fracture was initially suspected, as well as a setscrew issue. The lead was reprogrammed, and a revision procedure was scheduled. During the revision procedure, the device was disconnected from the lead, and a new device was connected to the existing lead. No noise was seen upon connection to the new device, so as a result, the lead was considered to be functioning appropriately, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received several inappropriate shocks, and upon interrogation, the right ventricular (rv) lead exhibited excessive noise oversensing, including t-wave oversensing (twos). A fracture was initially suspected, as well as a setscrew issue. The lead was reprogrammed, and a revision procedure was scheduled. During the revision procedure, the device was disconnected from the lead, and a new device was connected to the existing lead. No noise was seen upon connection to the new device, so as a result, the lead was considered to be functioning appropriately, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, implantable pacing lead, (B)(6) 2011; 4196, implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.